Event description:
The pt underwent a thermal balloon ablation procedure in 2005. The procedure started without complications and the uterine cavity size sounded to 8. Approx 10mls of 5% dextrose was needed to stablize the pressure between 160-180 mmhg. During the procedure it was noted that the balloon had protruded out of the cervix, after the pt coughed, while still heated. There was no change in pressure reading. The clinician pushed the protruding balloon back in to the cervix with their finger, finished the procedure, and noted that there was a burn on the cervix approx the size of "half a 1 pence coin".